Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric sleeve laparoscopy, the stapler was reloaded and it didn't work; it was going to be fire but it did not work. The stapler was changed for another and with this one it worked; but had no contact with the patient; everything is done outside. There was no patient injury.